Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had programmed a temp basal for their exercise class. When they checked their pdm (personal diabetes manager) a few minutes later, he was receiving a bolus that he did not program. As treatment the patient changed the temp basal to zero and ate a snack.